Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the handset hanged up at 90% and took 3-5 minutes to deliver when she was trying to bolus for about two months. The patient stated that ¿the medtronic person at the office¿ cleared it out and fixed it but was told this time to call the patient assistance technician service (pats) for assistance. The patient got four bolusa day. The patient mentioned that the 1-hour time change did not change on the pump, so she had to wait until 1am to do bolus instead of 12:00 am. The agent assisted the patient with closing all the applications and clear the data on the handset. The patient reviewed device function. The patient was able to connect to implant very fast. The agent reviewed device function and recommended patient consult with their healthcare provider (hcp) regarding time on the pump. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.